Event description:
It was reported that the patient dropped their ilet insulin pump and the device housing split, although the pump continued to function, and a replacement was shipped. Symptoms included no reported adverse clinical effects. Outcomes included user education on returning the damaged device, confirmation that data would not transfer to the replacement, instructions to sync data to the mobile app prior to return, guidance to shut down the device via menu > settings > other > shut down to avoid further alerts, and confirmation that the patient could continue using their cgm through the dexcom app or receiver. Investigation included customer interviews and troubleshooting with education. Investigation of this case revealed physical damage consistent with accidental impact to the device enclosure with no reported alarms or malfunctions at the time of contact. It was concluded, based on previously established findings for similar reports, that the cause was user handling resulting in mechanical damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.